Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The investigation is complete. This is an initial final report submission. Review of the most recent repair record determined the hose was leaking air, the motor was noisy, the motor was corroded, and the control bar was not in the correct position. The head, motor, hose, swivel, lever, and various other parts require replacement; however, the repair has not yet been completed. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during preventive maintenance of this device a repair was needed. There was no alleged event or malfunction reported for this device when it was sent in for maintenance. Due diligence is complete and no additional information is available. At product evaluation investigation the dermatome leaked air from the dermatome hose. No adverse events were reported as a result of this malfunction.